Manufacturer narrative:
(B)(4) the device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: the trauma surgeon who used it is very familiar with the product, having used it extensively both in the hospital and military settings. The case was a major trauma and the surgeon applied the mat t successfully. However, at a certain point he felt the need to tighten the pressure and so he rotated the turnkey again. He admitted that he had never put this much pressure on this product before. What happened after was that the tourniquet suddenly released all of the pressure at once. He is certain that he did not touch the release button. He thought it was a product malfunction so he took another device and did the exact same thing again. Exactly the same thing happened as a result. The patient's condition is unknown at this time.

Event description:
Issue reported: the trauma surgeon who used it is very familiar with the product, having used it extensively both in the hospital and military settings. The case was a major trauma and the surgeon applied the mat t successfully. However, at a certain point he felt the need to tighten the pressure and so he rotated the turnkey again. He admitted that he had never put this much pressure on this product before. What happened after was that the tourniquet suddenly released all of the pressure at once. He is certain that he did not touch the release button. He thought it was a product malfunction so he took another device and did the exact same thing again. Exactly the same thing happened as a result. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). Upon receipt, the matr was visually inspected. It was observed that the matr cord was no longer on the platen end. The unit was then disassembled. The cord was tightly wound around the internal gear mechanism. The ends of the cord appeared frayed and were likely torn apart from the platen. A review of the certificate of conformance found that this lot passed all acceptance activities and was released in september 2017. Based on the cord being completely wound around the internal gear mechanism, it is possible the gear was not fully reset between uses and/or the web strap was not completely tightened prior to tightening the turn key. Teleflex will continue to monitor and trend for reports of this nature.